Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill was broken. According the sr, it was broken because it was not fitted perpendicular to the bone when it was used in surgery.

Manufacturer narrative:
Evaluation summary: product inquiry states the drill, tri-flat t2 femur to be the subject product. No further associated products were reported. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The cutting edges of the drill returned are significantly worn, deformed and covered with dents. Material displacement is visible. The drill is not sharp anymore. The tip of the drill returned is completely broken off. Appearance of the breakage surfaces, the course of the breakage line as well as the absence of plastic deformation indicate a (forced) brittle break of the device due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object (e.g. Metal). As the drill had been in use for a longer time (manufactured between 2005 and 2007) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is rather linked to an inadequate handling by the user. No non-conformity was identified.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drill was broken. According the sr, it was broken because it was not fitted perpendicular to the bone when it was used in surgery.